Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was observed in the device logs, however could not be duplicated during testing. The log showed that the device ran without any issue for five years. The root cause of the problem could be due to the batteries being depleted. This could not be firmly established as the batteries were not returned for evaluation. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.